Event description:
Consumer stated the equate smilesonic pro advanced clean sonic replacement brush heads bristles were falling out when she was using the product. Customer says she always gets this and it has never happened to her before. Unable to reach the consumer to retrieve product at issue.